Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed. A field service engineer replaced the latch assembly, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a trouble with remote manager. The customer reported that they had to access the medications from another location. There were no adverse events or injuries reported based on this event.